Manufacturer narrative:
D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added . Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned device found that the subject stent was deployed, the stent was found to be fractured and deformed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated the device prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. The patients anatomy was moderately tortuous which may have contributed to the event. The stent was returned deformed and was found to be fractured, based on this the as reported can be confirmed. The as reported as well as the as analysed listed in the grid below will be assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during acoma aneurysm embolization case and the subject stent was used with other devices (microcatheter and guidewire). It was noticed that the resistance encountered during the advancement of the subject stent system into the guiding catheter and during movement over the guidewire. When delivering the subject stent through microcatheter, the subject stent could not be advanced normally. Therefore, the subject stent was withdrawn and found it almost fractured into two parts. The subject stent was then fractured completely and dropped to the ground. The operator replaced it with a new stent and completed the procedure without clinical consequences to the patient. After the procedure, the operator tried to find the subject stent, but only one part was found and the other part could not be found. In the physician¿s opinion, the subject stent mesh connection is fragile which caused the subject stent to be fractured during delivering. No other information was provided.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during acoma aneurysm embolization case and the subject stent was used with other devices (microcatheter and guidewire). It was noticed that the resistance encountered during the advancement of the subject stent system into the guiding catheter and during movement over the guidewire. When delivering the subject stent through microcatheter, the subject stent could not be advanced normally. Therefore, the subject stent was withdrawn and found it almost fractured into two parts. The subject stent was then fractured completely and dropped to the ground. The operator replaced it with a new stent and completed the procedure without clinical consequences to the patient. After the procedure, the operator tried to find the subject stent, but only one part was found and the other part could not be found. In the physician¿s opinion, the subject stent mesh connection is fragile which caused the subject stent to be fractured during delivering. No other information was provided.